Event description:
It was reported to boston scientific corp on (B)(6), 2009 that a ultraflex non-covered tracheobronchial stent was used during a bronchoscopy with stent placement procedure performed on (B)(6), 2009. According to the complainant, during the procedure, the stent was partially deployed and the release suture broke. The stent was removed. The procedure was completed with another ultraflex stent. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
(B)(4). Deployment suture broke. Stent - partially deployed. The device has been received by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).